Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's ((B)(6)) lead broke through the skin at the lead incision suture site. The lead was removed and both the lead incision and ipg incision sites were flushed with antibiotic fluid. The physician believes there is no fault of the product but as a result of the suturing of the lead incision site. Follow-up information indicated the patient may have another lead implanted at a further date.

Event description:
Follow-up information indicated the patient's ((B)(6)) wound site healed and there were no signs of infection. Additionally, a new lead was implanted on (B)(6) 2016 and effective stimulation therapy was reported postoperative.